Event description:
It was reported that this lead trend data shows significant increase in right ventricular lead impedance in last four months. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).